Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material in the air and water channels, sub-water channels, and nozzle was determined to be the result of the device being returned to olympus without reprocessing performed/completed at the facility. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found a whitish crystalized foreign material at the jet tube, and at the air/water tube was found a whitish gelatinous foreign material, probably the same material found at the jet tube but mixed with water. Inside the nozzle was found a whitish foreign material resembling glue mixed with fibers. It is unable to confirm the possible origin of these materials. Also, the evaluation found the following: the air/water cylinder had no color. The scope cylinder had no color. Due to the clogging of the nozzle, no water was fed. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The light guide lens had a crack. The universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had water drainage problems. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube, jet tube, and nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.